Manufacturer narrative:
This report is submitted on february 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection with excessive granulation at the implant site. Subsequently on (B)(6) 2016, the device was explanted. The patient was reimplanted with a new cochlear device on (B)(6) 2016.